Manufacturer narrative:
(B)(4). D10: p0463046 avan cmntd shell ss 46mm 0001689116. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip surgery and was implanted with zimmer biomet¿s bearing and cup. Subsequently, the patient was revised ten (10) months post implantation due to dislocation. The avantage cup and ve bearing was explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 visual examination of the provided pictures identified the explanted metal liner, bearing, and head. The head is inside the bearing. The metal liner rim appears to be deformed. No further evaluation could be made from the provided photos. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. As per IFU, only authorized combinations on zimmer and biomet products should be used. Using competitor products is considered off-label use. It is unknown if off-label use caused or contributed to the reported event. The complaint cannot be confirmed with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.